Manufacturer narrative:
Evaluation: the device balloon was visually inspected under 10x magnification and it is noted that the balloon has not burst. However, colored water was then introduced into the balloon and visually there is delamination of the distal balloon bond. Visually there is a fluid path. Water was introduced through the pressure and infusion lumens and the water flows from where it should. The device was visually inspected and there is a kink between the first and second distal markers however this kink does not affect the way the device functions. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A review of the device batch record was performed for raw materials, in-process, finished goods and sterilization for lot number 794302 and there were no non-conformances opened in relation to the nature of the complaint. The devices met all raw materials, in-process, finished goods and sterilization specifications upon release of the product. A product risk assessment for coronary sinus catheter distal balloon bond failure is open and is applicable to this event. Accellent car for negative trend of delamination of distal balloon bond and edwards supplier corrective action (scar) are open and applicable to this event. Edwards opened a CAPA for investigation into ep balloon bond delamination and it is applicable to this event. This issue will be tracked through the CAPA. Trends will continue to be monitored.

Event description:
Reportedly, when the balloon was placed into position in the patient, there was a fluid leak. Per customer, there was a hole in the balloon. No patient events reported. Occurrence date unknown.